Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was some episodes of noise resulting in oversensing noted on the right atrial (ra) lead. Technical support was contacted and recommended some lead provocative tests to be performed. No intervention was performed to resolve the event and the patient was in stable condition.